Event description:
It was reported that, during reprocessing, the flex video scope tested positive on (B)(6) 2024 for 86 colony forming units (cfus) of escherichia coli. All channels were sampled. Furthermore, the device was retested on (B)(6) 2024 and it tested positive for >100 colony forming units (cfus) of escherichia coli and pseudomonas aeruginosa in the suction biopsy channel and air-water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 of the initial medwatch report. The customers positive culture results were inadvertently omitted from the initial medwatch report. Please see b5 for the customer results.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed, as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.